Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A supplemental report will be submitted if additional information is provided. The full name should read (B)(6).

Event description:
It was reported that during an in-service training performed by a getinge therapy specialist (ts), the display for the cs300 intra-aortic balloon pump (iabp) was not working. It was later reported that the screen was black with erroneous digits rolling. The ts has advised that the customer has sent the iabp unit to the biomed for evaluation. There was no patient involved, and no adverse event was reported.

Event description:
It was reported that during an in-service training performed by a getinge therapy specialist (ts), the display for the cs300 intra-aortic balloon pump (iabp) was not working. It was later reported that the screen was black with erroneous digits rolling. The ts has advised that the customer has sent the iabp unit to the biomed for evaluation. There was no patient involved and no adverse event was reported.